Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/16/2015. The fse confirmed the leak and observed the sampling needle rinse block tubing had split at the fitting top port. The fse replaced the rinse block assembly and tubing going to both top and bottom ports, resolving the leak. Controls were run post repairs and met performance specifications. (B)(4).

Event description:
The customer reported an uncontained diluent leak of less than 5cc from the right side of a coulter ac t 5diff cap pierce (cp) hematology analyzer while running controls; the leak appeared to be from the needle or probe rinse block area. Controls recovered out of range for multiple parameters. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.